Manufacturer narrative:
Field advisories: 1627487-07262012-002-r and 1627487-05242011-002-r. These ipg serial numbers were included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-20267. It was reported the patient is no longer receiving stimulation. The sjm representative was unable to establish communication between the patient's ipg and external devices. Additionally, the patient's physician suspects the lead is fractured. Surgical intervention will be taken at a later date to address the issues.